Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the cover. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: d4. UDI, h3. Device evaluated by manufacturer, h6. Health impact and evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, the block assembly was missing and the microswitch was bent. Per functional testing, the device was leaking from interlock block and the block assembly. The complaint was confirmed. The root cause was a disassembled and missing main block assembly by the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced main block assembly and microswitch. Replaced reservoir gasket and o-rings for preventative maintenance (pm). The device passed all functional and delivery tests.